Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this lot number was not reviewed as the lot number is unknown. (B)(4).

Event description:
It was reported that during a peripheral orbital atherectomy procedure, distal embolization occurred after using a csi orbital atherectomy device (oad). The target lesion was located in the superficial femoral artery (sfa). After completing atherectomy treatment with the oad, embolization was noted in the tibio-peroneal trunk (tpt). The physician was able to resolve the embolization via balloon angioplasty. The patient status remained stable throughout the procedure. Requests for additional information were made to the facility, but none was received.